Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced undersensing in bipolar configuration. Sensing in unipolar configuration was within range and consistent, and the thresholds and impedances were within range. The physician elected to program the lead to unipolar configuration. The lead remains in use and no patient complications have been reported as a result of this event.